Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted in the hospital. Upon interrogation, out of range, high defibrillation impedance was noted on the right ventricular lead. It was noted that all high voltage lead impedance measurements have been trending up on the high end previous year and there was no sudden rise in impedance values. No intervention was performed, and the lead remains implanted. The patient was stable throughout and will continue to be monitored.